Event description:
It was reported that the patient underwent a revision procedure due to dislocation of the dual mobility bearing and head. At this time there is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01121. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted h3 other text : device location is unknown.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. A joint dislocation did not occur. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. A joint dislocation did not occur. The initial report was forwarded in error and should be voided.